Event description:
The pt underwent a medical procedure (not specified). Afterward, the pt felt no stimulation sensation when the implantable neurostimulator was on. The pt turned stimulation as high as it would go, with no stimulation sensation. The pt programmer appeared to be working correctly. The pt status was reported as 'good'. Additional information has been requested. A follow-up report will be submitted, if additional information becomes available.